Manufacturer narrative:
Product analysis:analysis confirmed the customer comment. There was a broken stylus connector. The stylus did not work anymore. Errors were found in the files. A new software installation was required to solve the errors. Both keyboard hinges were broken, the cable bay latch was broken, there was a cracked lower display hinge plate, there was a noisy cooling fan and no paper in the printer tray. The device was cleaned, the keyboard hinges were replaced, the cable bay was replaced, the lower display hinge plate was replaced, the cooling fan was replaced, printer paper was added, software was reinstalled and updated to the newest version, and the stylus was calibrated according to procedure. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not interrogate implantable devices. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.